Manufacturer narrative:
An investigation is underway by mfg/ if any abnormality is found, a f/u report will be provided. The pt instructions for use (IFU) and the package insert (pi) specifically states in several places throughout the documents, including the precautions section and the adverse effects sections that: the eye care professional should carefully instruct pts of the following precaution: remove a lens immediately if the eye should become red or irritated. Pts should be instructed that if any signs or symptoms, e.g. Moderate to severe pain not relieved by removing the lens, foreign body sensation, comfort is less compared to when the lens was first placed on eye, occur, they should immediately remove lens and contact their eye care professional if the problem continues after removal of the lens. (B)(4).

Event description:
A report was received from a pt that he noticed lens distortion before wearing but wore the lens. He felt discomfort but continued wearing. After around 10 days use, pt felt pain and went to see the dr on (B)(6) 2011. Left eye corneal ulcer diagnosed. Antiseptic eye drops were prescribed. F/u visits were made on (B)(6). Add'l info was obtained from the treating eye care clinic. The clinic advised that the device in use at the time of the event was disposed of, but remaining lenses in the same carton were available and would be forwarded for eval. Scarring is possible, but unconfirmed at this time and the event was considered "not so serious" by clinic staff. F/u info received (B)(6) 2011 from the pt indicated that the dr's initial prescribe was "eye drop in every 2 hours" but it changed to "eye drop 4 times a day" (duration not provided). Pt was instructed to return to clinic upon completion of use of eye drops. Several requests have been made for pt privacy release authorization, but has not been received at this time. No further details have been made available.